Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) with a non-boston scientific leads, exhibited intermittent high out of range shock impedance measurements. Technical services (ts) suspected of a possible spring contact anomaly; however, it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This crt-d remains in service.